Manufacturer narrative:
The endowrist one vessel sealer instrument was not returned for failure analysis as it was discarded by the customer. Therefore, the reported failure could not be confirmed. An isi technical field specialist (tfs) was dispatched to the facility but was not able to reproduce the reported failure. The tfs inspected the system and the system powered on and homed without issues. The tfs installed instruments, including a vessel sealer emulator, and test drove the system. The tfs found that the test vessel sealer instrument worked properly. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, the surgeon felt that the endowrist one vessel sealer instrument did not seal adequately. If the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted low anterior resection surgical procedure, the surgeon felt that the endowrist one vessel sealer instrument did not seal adequately. The surgeon stated that it had a good seal on the inferior mesenteric artery but not on smaller vessels. There was no report of any patient harm, adverse outcome or injury.